Event description:
The brake steer pedal could be set but the brakes would not hold.

Manufacturer narrative:
The technician isolated the issue to a broken linkage pin on the brake pedal and a broken stem on the steer caster. The linkage pin and steer was replaced to repair the bed.